Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a spinal fusion. It was reported that pre-operatively, while attempting to acquire scans, the mobile view station (mvs) did not boot up. The customer rebooted the system several times, but there was no communication with the system. The procedure was completed without the use of the imaging and navigation systems. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) computer was replaced, and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. The computer has not been received by the manufacturer for evaluation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The mobile view station (mvs) computer was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. Visual inspection confirmed that mvs was physically damaged; the hard disc holder was loose and screws and screw standoffs were rattling in the housing. Bench testing failed. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.